Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. H11: corrected information in b1, b5, h1, h6 (health effect - clinical & impact code).

Event description:
It was reported that during an unspecified procedure, the firstpass capture window fell off from the upper jaw. The broken pieces were removed from the patient. Surgery was completed with a back-up device instead. It is unknown if there was a delay, and no further complications were reported. No further information available.

Event description:
It was reported that during an unspecified procedure, the first pass capture window fell off from the upper jaw. The broken pieces were removed from the patient. There is risk of pieces left in the patient. The surgery was completed with a back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported. No further information available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.